Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the device's flexvision computer failed to startup, stalling at 00:00. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite, identifying a problem with the system's boot-up issue flexvision pc. Analysis of system log files showed a malfunction of the flexvision pc's frame grabber card. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flexvision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). The fse resolved the issue by reloading the complete operating system software, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.